Event description:
It was reported by the rep that (1) tlc55 was used during a small bowel resection procedure. It was reported that the instrument misfired. There was no pt consequence. The operating room time was extended by (5) minutes.